Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "distal occlusion; delayed therapy; couldn't&#62752;resolve alarming to whom it may concern my account (B)(6) has 4 devices with a quality complaint issue. (B)(6). Product 1, 2, & 4: accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. Product 3: distal occlusion; delayed therapy; couldn&#62752;resolve alarming thank you, delay in therapy:yes need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no. "